Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, there was a detachment of the metal tip at 3,600 joules and 4 minutes of use. The fiber tip was not cleaned during the procedure. The procedure was completed with a second fiber without clinical consequences to the patient.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the tip of the metal and glass cap were detached; therefore, the reported event is confirmed. The metal cap was returned and exhibited no charred debris on its surface. It is probable that the metal/glass cap detachment occurred due to elevated temperatures, near the laser beam output window. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuous elevated temperatures can lead to fiber damage, including metal/glass cap detachment. According to the instructions for use, increasing the irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, there was a detachment of the metal tip at 3,600 joules and 4 minutes of use. The fiber tip was not cleaned during the procedure. The procedure was completed with a second fiber without clinical consequences to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, there was a detachment of the metal tip. The procedure was completed with a second fiber without clinical consequences to the patient.